Event description:
Investigation revealed dim and faded display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed a dim and faded display screen. (B)(6).